Event description:
It was reported the company representative turned on the programmer and it displayed a system error. The representative had already cycled power and error did not clear. It was also reported the programmer was turned on two days after uploading the linq software and a serious programmer problem error message was seen. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 229047 analyzer. (B)(4).